Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify operating currents and e70 alarm due to motor error alarm. No cosmetic damage noted during our physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with motor error alarm. It was reported that the customer also received motor position encoder error alarm. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis.